Manufacturer narrative:
Concomitant products include model 97714, serial number (B)(4); and model 39565-65, serial number (B)(4).

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pain pump. It was reported on (B)(6) 2016 that she went to the hospital for five days for pain pump. No further information pertaining to this event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.